Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited a high out-of-range pace impedance measurement of 3,000 ohms on may 9th. The alert was not received until may 20th despite having yellow alerts programmed on, and technical services (ts) discussed this may have occurred while the patient monitor was not connected. Review of ra impedance trends showed a sudden jump in measurements, and ra lead fracture was suspected. Additionally, two signal artifact monitor (sam) episodes were stored containing respiratory rate trend (rrt) signal oversensing, and the rrt feature was disabled. There was ra lead noise and farfield oversensing on a recent atrial tachy response (atr) episode, as well as a drop in p-wave amplitudes. Less than two seconds of pacing inhibition was noted, however the patient's underlying rhythm was present. This ICD remains in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was revised due to high ra pace impedance measurements. The implantable cardioverter defibrillator (ICD) was also explanted and replaced during this procedure. During lead explant, the ra lead broke, and an unretrieved device fragment was left in the patient's body. A new lead was implanted successfully. No additional adverse patient effects were reported. Product return was requested.

Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited a high out-of-range pace impedance measurement of 3,000 ohms on may 9th. The alert was not received until may 20th despite having yellow alerts programmed on, and technical services (ts) discussed this may have occurred while the patient monitor was not connected. Review of ra impedance trends showed a sudden jump in measurements, and ra lead fracture was suspected. Additionally, two signal artifact monitor (sam) episodes were stored containing respiratory rate trend (rrt) signal oversensing, and the rrt feature was disabled. There was ra lead noise and farfield oversensing on a recent atrial tachy response (atr) episode, as well as a drop in p-wave amplitudes. Less than two seconds of pacing inhibition was noted, however the patient's underlying rhythm was present. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited a high out-of-range pace impedance measurement of 3,000 ohms on may 9th. The alert was not received until may 20th despite having yellow alerts programmed on, and technical services (ts) discussed this may have occurred while the patient monitor was not connected. Review of ra impedance trends showed a sudden jump in measurements, and ra lead fracture was suspected. Additionally, two signal artifact monitor (sam) episodes were stored containing respiratory rate trend (rrt) signal oversensing, and the rrt feature was disabled. There was ra lead noise and farfield oversensing on a recent atrial tachy response (atr) episode, as well as a drop in p-wave amplitudes. Less than two seconds of pacing inhibition was noted, however the patient's underlying rhythm was present. This ICD remains in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was revised due to high ra pace impedance measurements. The implantable cardioverter defibrillator (ICD) was also explanted and replaced during this procedure. During lead explant, the ra lead broke, and an unretrieved device fragment was left in the patient's body. A new lead was implanted successfully. No additional adverse patient effects were reported. Product return was requested.